Manufacturer narrative:
Findings: compromised forced sensor alarm during the basic occlusion test due to moisture damage inside the force sensor resistor . Moisture damage found on the motor also. Pump passed the stop current test, run current test and displacement test. Unable to confirm prime anomaly or perform the self test, unexpected alarm error test, off no power test, prime test, occlusion test and no delivery test due to compromised forced sensor alarm. Pump had broken battery tube threads, cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The customer could not verify if the numbers on the screen was an alarm for compromised force sensor system. The customer could not exit the rewind sequence to check the alarm history. The customer was assisted in troubleshooting. The customer¿s blood glucose was 122 mg/dl at the time of the incident. The insulin pump was neither dropped nor bumped but was exposed to moisture a month prior to the call. The customer indicated the drive support cap was normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer has reverted to manual injections. The insulin pump will be returned for analysis.